Event description:
Lead was explanted due to threshold increased over time. No adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. The analysis showed that the rv shock coil and lead tip were found covered in fibrotic growth. Calcifications are known to cause high thresholds and is thus assumed to be the root cause of the clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.